Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure. According to the complainant, during the procedure, inside the patient, the balloon burst. The physician completed the procedure with another occlusion balloon catheter. The condition of the patient following the event was reported as "stable". Attempts have been unsuccessful to obtain additional information.